Manufacturer narrative:
Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break.

Event description:
The slic screw broke post operatively. Screw has not has been explanted.